Event description:
It was reported while using 2 bd plastipak¿ syringes a damaged barrel led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: customer indicated that air entering the syringe and there was a leakage through the plunger; the problem was detected (leaks) during the preparation of chemotherapy bags, damage to the syringe barrel is not always easily visible. There is indeed some kind of impact on the syringe barrel at scale level 30.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20-sep-2022 . H6: investigation summary two samples, one from lot 2205041 and one from an unknown lot, were provided to our quality team for investigation. Through visual inspection, damage in the barrel was observed. A device history review was performed for reported lot 2205041, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely the damage occurred during the assembly process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 2 bd plastipak¿ syringes a damaged barrel led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: customer indicated that air entering the syringe and there was a leakage through the plunger; the problem was detected (leaks) during the preparation of chemotherapy bags, damage to the syringe barrel is not always easily visible. There is indeed some kind of impact on the syringe barrel at scale level 30.